Manufacturer narrative:
Insulin pump received with intermittent buttons, due to moisture damage at keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, display window and minor scratches on lcd window.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 348 mg/dl, just had meal and will treat with back up plan. Customer reported she had the device in her stockings, as a significant event that may have caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.